Event description:
The reporter stated that the user facility were getting metal shavings after taking a graft, integra has requested add'l info. No pt injury was reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.